Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed in neonatal intensive care unit (nicu) trying to restart therapy with alternate arctic sun device, but upon powering on device they received non-recoverable system error 77. They have tried powering device off and back on 3 times and error keeps returning. Advised they need to evaluate device in the shop and find another device. Confirmed error 77 has nothing to do with pads.

Event description:
It was reported that the biomed in neonatal intensive care unit (nicu) trying to restart therapy with alternate arctic sun device, but upon powering on device they received non-recoverable system error 77. They have tried powering device off and back on 3 times and error keeps returning. Advised they need to evaluate device in the shop and find another device. Confirmed error 77 has nothing to do with pads.

Manufacturer narrative:
The reported event was confirmed. The root cause could not be definitively identified. They have tried powering device off and back on 3 times and error keeps returning. Advised they need to evaluate device in the shop and find another device. Confirmed error 77 has nothing to do with pads. A DHR is not required as this is not an out-of-box failure. The instructions-for-use are found to be adequate. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.